Manufacturer narrative:
Suspect product not received.

Event description:
On (B)(6) 2022, a johnson and johnson vision care employee received an email from the FDA with mw5110219. A healthcare professional reported a ¿contact lens related ulcer associated with contact lens overwear/sleeping in contacts. Acuvue oasys contact lenses.¿ the date of the event was reported on (B)(6) 2022. No contact information was provided; therefore, no additional information could be obtained. It is unknown which eye was affected. The lot number was not provided. It is unknown if the suspect contact lens is available for return for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.